Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A strand of dark hair was observed, part inside the package and part outside, coming out through the sealing area. The DHR review showed no anomalies were reported during the packaging process of this lot that could be related to the reported condition. Also, no quality events were issued for the reported lot, therefore, the lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. Based on the unit returned, the complaint was confirmed. The hair was observed across the sealing area. The root cause for this event is related to ¿procedure not followed¿. A general awareness training was provided to all neuro area production and qa personnel (including those not related with cusa products). This awareness training was related to foreign matter in general; photos and samples (including the returned sample for this complaint) were shown to the personnel. Retraining in gowning and sealing inspection procedures to all personnel that participated in the complaint lot reported was also performed.

Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported that during their incoming inspection of goods on 10may2018, a piece of c3601 cusa excel 36khz tubing set was rejected due to the presence of hair. There was no patient involvement reported.